Event description:
It was reported that the anesthesia system did not measure inspiratory and expiratory tidal volumes. Also, alarms for high airway pressure were generated. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The reported problem could not be reproduced and no parts needed to be replaced. The device logs were saved and after successful testing, the device was cleared for clinical use. The received logs confirm the reported issue with low tidal volumes and the alarms for high airway pressure but we have not been able to draw any conclusions about why this occurred. Without any additional information, we have not been able to determine the true cause of the reported issue.